Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent overnight hypoglycemia while using the ilet system with a g7 cgm, describing drops from about 85 mg/dl into the 50s and 40s and needing bedtime snacks to avoid lows, with a single prolonged low of approximately 45 minutes attributed to unannounced nighttime snacks. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included the need for oral glucose administration. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific device findings and insufficient information about any device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.